Manufacturer narrative:
Patient¿s additional identifier reported as (B)(6). Patient¿s weight is not available for reporting. Date of event is unknown. (B)(4). (B)(6). A device history record (DHR) review was performed for part #: 04.037.057s, lot#: 9985585 (sterile) - 10mm/130 deg ti cann tfna 360mm/left - sterile. Quantity 6: manufacturing location: (B)(4), manufacturing date: 22-jan-2016, expiration date: 31-jan-2026: component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot ¿ 9734964, 04.037.912.4 - wave spring, shim ended bp-55 lot ¿ 9850941, 04.037.912.3 - tfna lock drive bp-58 lot - 9953378 , 21127 - raw material lot bp-80 lot - 9947767. Raw material received from perryman company. Perryman company certified test report and metalwerks pmd, inc. Certificate of analysis, and raw material receiving/putaway checklist meet specification. Inspection sheet for in-process/inspect dimensional/final and inspection sheet - tfna assembly inspection met inspection acceptance criteria. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted with trochanteric fixation nail-advanced (tfna) proximal femoral nailing system on (B)(6) 2017. Postoperatively on (B)(6) 2017 the surgeon noted a non-union of proximal femoral fracture and broken trochanteric fixation nail-advanced (tfna). The patient has been walking 20 to 30 kilometers per day on the affected limb. Patient was revised on (B)(6) 2017. Concomitant devices reported: tfna blade (part # 04.038.405s, lot # 7876129, quantity 1), locking screw (part # 04.005.534s, lot # 9842673, quantity 1). This report is for one (1) 10mm/130 deg ti cann tfna 360mm/left - sterile. This is report 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
A manufacturing investigation was performed. Received tfna fem nail ø10 le 130° l360 timo15 (04.037.057s / 9985585) was forwarded to the responsible manufacturing site for investigation. Upon visual inspection, two pieces of broken nail was received which match the complaint part number and lot number, thus confirming the complaint description. Lot etched on the parts after received match the complaint part numbers. The length of the nail was measured using a scale. It was confirmed that the measured length of 361 mm (factoring in that the nail was broken and does not perfectly fit together, adding slightly to its length) confirms that this is a 360 mm nail. The nail broke at the oblique hole, which is the place one would expect the nail to break given the circumstances. That said, no defect could be found. We have to assume that the nail broke because the patient excessively walked using a leg (as the patient reportedly walked 20 to 30 km per day on the affected limb) and pelvis that had not had sufficient time to heal. The nail appeared to have been manufactured according to specifications before it was broken. There is no way to measure the oblique, as it is broken and the oblique hole is partially in one piece and partially in the other piece. The two pieces do not fit cleanly together, therefore not allowing any kind of valid measurement. No manufacturing related issue was identified and/or confirmed. Per x-ray review the broken implant is visible. We have to assume that the nail broke because the patient excessively walked using a leg (the patient reportedly that he walked 20 to 30 km per day on the affected limb) and pelvis that had not had sufficient time to heal. No product fault could be detected. No corrective action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.